Manufacturer narrative:
The device remains implanted in the patient at this time. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had a total ankle replacement surgery. Implant is doing fine, but patient has some cystic changes in the bone, so the surgeon is revising implant.